Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it was never determined if the catheter was the reason for volume discrepancy, the cause of the volume discrepancy was unknown as was the exact location of the catheter issue. There were no logs available. The patient was doing well. The catheter was reporterly sent for analysis. Document contained no new reportable information.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the catheter was replaced on (B)(6) 2013. It was reported the event was related to the device or therapy and possibly related to the implant procedure. The patient resolved without sequelae on (B)(6) 2013.

Event description:
It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv). The discrepancy was first noticed in april following a pump and catheter replacement in (B)(6). In (B)(6) the arv was 22 mls and the erv was 10.3 mls; in september the arv was 20 mls and the erv was 4.3 mls. The patient did not have any withdrawal. It was noted that the patient did not want to do any troubleshooting in april. Following the (B)(6) refill, a rotor test was performed and was negative; the healthcare provider (hcp) tried to aspirate from the cap to do a dye study and could not aspirate. The hcp was planning to revise the catheter next week and send the old one back for analysis. The device (B)(6) 2013 was normal. On (B)(6) 2013, the hcp was unable to aspirate the catheter. During surgery, the existing catheter was cut at the spinal site and a retrograde flow of cerebrospinal fluid (csf) was obtained. The catheter was explanted and replaced. The patient experienced increased spasticity

Manufacturer narrative:
Final analysis of the catheter/sc connector revealed a tear in seal near guide ring.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
(B)(4).

Event description:
On 8/13/2014 information was received indicating that there was a suspicion the pump connector had been misaligned. The event resolved with sequela, with the sequela indicated to be the reservoir volume discrepancy.

Manufacturer narrative:
(B)(4).

Event description:
On 8/26/2014 information was received indicating that a catheter occlusion occurred. When the catheter was replaced due to high actual residual volumes, no catheter abnormalities were discovered.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.